Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a new battery cap and no blank display was noted. The insulin pump functioned properly and no physical damage was noted.

Event description:
The customer reported via phone call that the insulin pump did not turn on. She replaced the battery five to six times and the insulin pump did not turn on. Customer's blood glucose level was 368 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.